Event description:
Reporter indicated that a vns therapy handheld programming computer was returned to the manufacturer due to a screen freeze, that occurred long time ago. The handheld was returned to the manufacturer and it underwent product analysis. Product analysis revealed that during the analysis, it was identified that two archive databases were corrupted on the software. Moreover, the handheld presented no anomalies and performed according to specifications.